Event description:
It was reported that right hip revision surgery was performed due to increasing pain, swelling and elevated metal ion levels. Bilateral patient with left hip devices still implanted.

Manufacturer narrative:
It was reported that right hip revision surgery was performed due to increasing pain, swelling and elevated metal ion levels. During revision the bhr head was revised, however the bhr cup remained implanted, a competitor stem, femoral head and dual mobility liner were implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. The available medical documents were reviewed. According to the provided revision report, the patient had pain and elevated blood metal ions. During the revision, metallosis, pseudotumor fluid and gray tissue was found. The femoral and acetabular components were reported as well fixed and placed. A contribution from the explanted or the contralateral mom resurfacing to these findings cannot be excluded. As the explanted device was not available for analysis, it remains unknown whether the reported findings correspond to an increased amount of wear. Without further information such as histopathological analysis, blood metal ion levels and x-rays, the nature of the reported findings cannot be further investigated. Furthermore, possible factors that can negatively influencing implant survival or that can contribute to the reported findings could not be independently assessed or excluded. It was also noted that use of a competitor¿s (stryker) stem, femoral head and dual mobility liner (stryker) these were implanted at the time of revision, alongside the remaining bhr cup. This activity was performed contrary to the instructions for use of for bhr implants which states under its important medical information, ¿do not mix components from other manufacturers.¿ without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.